Event description:
It was reported to vyaire medical that the avea ventilator showed low positive end-expiratory pressure (peep), moisture, and asked for avea pm codes. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer is replacing the diaphragm for the pm, cleaning the area and making sure that all pm calibrations and testing are within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.